Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 137052, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had a mentor siltex round moderate profile 300cc saline prosthesis implanted in 1996. In 2018 mammography demonstrated that the left prosthesis begun to fold over. The device was explanted, and blackish fluid was noted within the implant. No additional information is available at this time, if additional information is made available in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on 3/28/2019. The device was implanted on (B)(6) 1996. The device was explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).